Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hypoglycemia overnight despite a higher cgm target, with cgm and fingerstick readings in the 60 mg/dl range and a downward trend following a prior correction and basal delivery; the user treated with multiple small doses of soda until glucose recovered, and no device component malfunction was identified. Symptoms included hypoglycemia, anxiety, and fatigue. Outcomes included the need for unexpected medical intervention in the form of carbohydrate intake to treat low glucose. Investigation included communication with the user and analysis of information provided by the user and system data. Investigation of this case revealed no specific findings and insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.